Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of downstream occlusion was not able to be reproduced due to a clean load point 2that occurred during downstream occlusion testing. A review of event history log revealed downstream occlusion messages. The force sensor scale factor calibration values were observed to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The force sensor scale factor will be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed downstream occlusion error during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.